Event description:
It was reported that during a routine follow-up visit about three days after implantation of this implantable cardioverter defibrillator (ICD) device, the health care professional (hcp) called technical services (ts) and requested assistance with reprogramming the device therapy zones settings. It was noted that the patient was in an arrhythmia and the rate was below the programmed rate. Ts reviewed the device data and advised the hcp on different program optimizations. At this time, the ICD was reprogrammed and remains in service. No adverse patient effects were reported. This event is being reported due to additional information received that reported that the patient visited the hospital after experiencing lightheadedness and felt a shock after. The implantable cardioverter defibrillator (ICD) was interrogated and the health care professional (hcp) called technical services (ts) for review of the stored episodes. The presenting electrogram (egm) showed the patient to be in an atrial flutter with a rhythm ratio of two to one at point of detection. The ICD delivered 10 bursts anti-tachycardia pacing (atp). The first 8 bursts of atp were unable to convert the rhythm, however the 2 bursts of atp that followed appeared to have accelerated the arrhythmia. The device delivered a shock therapy which successfully converted the arrhythmia. Ts discussed programming optimization with the hcp. At this time, the ICD remains in service. No additional adverse patient effects were reported.